Event description:
The consumer reported a false negative result via social media post with the binaxnow covid-19 antigen self-test performed on an unknown date. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event: this is an estimated date as a date of occurrence was not provided by the customer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.e3 (occupation), h3 (device returned to mfg., evaluation summary attached) h3 other text : single use, device discarded

Event description:
The consumer reported a false negative result via social media post with the binaxnow covid-19 antigen self-test performed on an unknown date. No additional patient information, including treatment and outcome, was provided.